Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient was undergoing maintenance. The nurse was unable to draw back blood, and an ultrasound revealed a suspected broken catheter, which was removed, and the catheter was found to be 90% broken. No other information was provided.